Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a peritoneal dialysis catheter. The customer reports the pt underwent an elective surgical procedure (tummy tuck) and during this procedure, the surgeon had disrupted the catheter that was in place. He then placed the same catheter back into the pt, instead of a new one. On (B)(6) 2013, the pt experienced peritonitis due to a break in aseptic technique. The pt was not hospitalized for the peritonitis. A peritoneal effluent culture was performed and the result showed no growth. Treatment was not reported.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.